Event description:
Reporter indicated that device diagnostic testing has resulted in high lead impedance readings (dc-dc code 7 and limit) since 2002, indicating possible device manlfunction. It was also reported that the pt has not felt stimulation. There has reportedly been some seizure control; however, there was an increase in seizure following attempts to reduce anti-epileptic drug regimen. Further follow-up revealed that the pt suffered a fall and several drop seizures prior to 2002. Lead break is suspected. Review of x-rays by treating neurologist did not reveal any obvious discontinuities in the ncp system. The pt is scheduled for ncp system replacement surgery in 2003.